Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The outer sheath on the case nose assembly separated from the handpiece; this is different from the reported failure that the internal lumen of the handpiece had broken off. The loose sheath was returned along with the handpiece. Small cracks were observed on the polycarbonate case nose which indicates side load pressure or excessive force on the end of the sheath. The crack allowed the sheath to loosen and slip out of the polycarbonate. Full functional testing could not be conducted as sufficient fluid flow will not occur at the tip with the sheath missing. Shortened functional testing was performed to verify operating specifications only. The device did function within all electrical specifications. The failure was caused by side load pressure or excessive force to the microtip by the user.

Event description:
Per the information provided, during the procedure the inside lumen of the tx2 broke off into the patient. The doctor was able to safely remove the needle with no harm to the patient. The procedure was completed with another microtip.